Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 66300210; dcon std beaded fem lft s; lot# mmpu, cat# 6632-3-605; duracon universal b/p non-beaded; lot# nvoa. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's left knee was revised due to pain. Intraoperatively, the implants were noted to be well-fixed and that the insert showed signs of wear. A duracon knee construct was revised to a triathlon ts knee. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An event regarding  wear involving an unknown duracon insert was reported. The event was confirmed. Method & results:  device evaluation and results: no product was returned for evaluation however photographs were provided for review. The photographs show a recently explanted insert component. Delamination and material loss is visible on the device. The yellow discoloration observed on the tibial insert is consistent with the absorption of synovial fluid by the device. Clinician review: a review of the provided medical records by a clinical consultant stated the following comments: this patient underwent a total knee arthroplasty that subsequently had to be revised for pain and polyethylene wear. I can confirm that the patient did have a total knee arthroplasty since I was able to see a pre-revision x-ray. I can confirm that a revision was carried out since I was able to see the original implant stickers dated (B)(6) 2022 which is consistent with the summary. However, I have no post revision x-rays to examine. The root cause of this event cannot be determined with certainty. It appears that the cause for revision was polyethylene wear. Causes of poly wear are multifactorial. Causes include surgical technique factors including proper tensioning of posterior cruciate ligament and knee kinematics, implant factors, and patient factors such as bmi and activity level although this patient appears to have a normal bmi." Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion:  it was reported the patient was revised due to poly wear. The event was confirmed via evaluation of provided photographs and medical review. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left knee was revised due to pain. Intraoperatively, the implants were noted to be well-fixed and that the insert showed signs of wear. A duracon knee construct was revised to a triathlon ts knee. Rep confirmed that no further information will be released by the hospital or surgeon.